Manufacturer narrative:
Additional information received reported that the lens was inserted and removed during the same procedure. The lens was replaced with the same model za9003, but different diopter of 15.0. Reportedly, the diopter changed from a 14.5 to a 15.0 because they did not have another 14.5 diopter in stock. There was no incision enlargement, vitrectomy, or sutures used. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in pieces. Visual inspection under the microscope showed that the lens pieces had particles, scratches and viscoelastic residue. This condition is typical of a lens that was removed during the surgical procedure. The customer's reported complaint was verified however due to the condition of the lens, the damage could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noticed on an intraocular lens (iol), once inserted into the patient's eye. Reportedly, the lens was removed. No further information was provided.